Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 12 months after the dental implant was placed, in ada site #19 of the patient's mouth, non-osseointegration was observed. Immediate load was not performed. The patient presented with bone type IV as well as subacute osteitis ws present. The clinician reports that the reason the event occurred was due to soft bone/implant did not integrate. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reported that 12 months after the dental implant was placed, in ada site #19 of the patient's mouth, non-osseointegration was observed. Immediate load was not performed. The patient presented with bone type IV as well as subacute osteitis ws present. The clinician reports that the reason the event occurred was due to soft bone/implant did not integrate. There were no reported patient injuries or complications.